Manufacturer narrative:
The pump was received with currents within specification. No unexpected off no power alarm without a low battery was noted. No spi to motor pic communication error alarm was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of off no power and spi to motor pic communication error from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer dropped the pump and received an off no power alarm. When the customer inserted a new battery, there was no power shut off. The customer did not receive a low battery alert prior to the off no power alert. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was unable to perform the displacement test. The customer will be sent a replacement pump. The customer will return the pump for analysis.